Event description:
It was reported the patient experienced withdrawal due to his pump going empty. The symptoms were reported as ¿in shock, almost in a coma, on the very edge of going under.¿ the pump went empty because the patient could not find a doctor to fill it. The patient¿s status was reported as resolved by filling the pump. The type of medication being delivered via the device system was unknown. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n118510005, implanted: (B)(6) 2008, product type: catheter. Product ID: 8590-1, lot# n145076, implanted: (B)(6) 2008, product type: accessory. (B)(4).